Event description:
It was reported that the patients teeth were cleaned by the hygienist using a power dental tool, when suddenly the patient was struck by an all-encompassing electric shock that paralyzed the entire length of the body. After a moment or two the patient felt normal again. The patient turned the device off for several hours. Follow up was initiated and patient confirmed no issues since the event and reportedly doing fine.